Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, pelviscopy and lysis of adhesions; due to extensive pelvic abdominal adhesions w/pain.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and uterine/vaginal prolapse and mesh was implanted. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, severe infections, leakage, inflammation, incontinence, erosion, rectal pain, bleeding, discharge, physical pain and trouble urinating. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)